Event description:
It was reported that the customer has been having an issue with the batteries. Customer's blood glucose level was 75 mg/dl. Customer stated that they are only lasting 203 days and sometimes it shuts off with a blank or black screen. Customer stated that she is going on vacation in december. Alarm history was reviewed and the battery did last more than 1 week. Customer was advised to monitor the pump. Customer will be shipped a replacement battery. Customer stated that the battery cap was damaged and there was a small scratch on the screen. Customer was using a kirkland battery. Customer was advised to revert to a back-up plan until the replacement battery cap arrives. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.